Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation" and "capsular contracture", baker grade unknown

Event description:
Healthcare professional reported no complaint against the device. Healthcare professional later reported "deflation" and "capsular contracture", baker grade unknown. Partial capsulectomy was performed. This record is for the right side. The device has been explanted and replaced. The device will be returned.